Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a cervical locking plate and screws on unknown date. X-ray taken on unknown date revealed a caudal screw had loosened. It is not known if a revision procedure was scheduled. Customer returned two screws back for investigation. Concomitant device: cervical locking plate (part unknown, lot unknown, quantity 1). This report is for one (1) 4.0mm ti quick lock cancellous screw self-drilling 18mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was conducted. Visual inspection and dimensional inspection revealed no non-conformities. No design issues were identified during investigation. The investigations performed didn't identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The complaint condition could not be confirmed without the involved plate. Based on the provided information we are not able to determine the cause of this occurrence. The performed evaluation has shown that the devices were manufactured according to the specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Medical imaging investigation: review by us customer quality of the x-ray image provided in attachment "x-ray (B)(4)" revealed one screw that was not flush with the plate, was proud of the plate, and was not perpendicular relative to the plate. If the screw was implanted appropriately, this indicated the screw backed-out/migrated. Conclusion: the complaint is being confirmed as the medical image provided indicated one screw backed-out/migrated. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. This complaint condition is adequately covered by the risk assessment. A root cause could not be determined as no issues were found with this device, and details about the surgical and post-operative events were unknown. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: correction adverse event, outcomes attributed to adverse event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). A device malfunction did occur and has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a cervical locking plate and screws on unknown date. X-ray taken on unknown date revealed a caudal screw had loosened. It is not known if a revision procedure was scheduled. Concomitant device: cervical locking plate (part unknown, lot unknown, quantity 1). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).